Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Medical records state the patient was revised due to chronic dislocations and questionable infection. The patient was cleared of infection. The revision operative note indicates a depuy head was removed, so an unknown depuy head is being reported for dislocation. The other products are unknown at this time. Update rec'd (B)(6) 2014 - pfs and medical records received. This complaint is legal. A doi was provided. After review of the medical records for MDR reportability, the patient had a bipolar hip implanted on (B)(6) 2000. The cup is being added for the complaint for dislocation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.